Manufacturer narrative:
This report is submitted on march 30, 2021.

Event description:
Per the surgeon, the softband was pulling on the abutment which impeding the implant osseointegration. The device was explanted (date unknown). The patient was reimplanted with a new device during the same surgery.